Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the pulse generator was in back-up. It was further noted that there was premature elective replacement indicator. A device download was not performed due to a low battery status. Device replacement was discussed. No patient symptoms were reported.